Manufacturer narrative:
The bun reagent lot number and expiration date were requested, but not provided. The field service engineer determined that a vacuum tube had a hole in it, causing the cells to overflow. The tubing was replaced. Precision studies were performed and recovered within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ureal (bun) on a cobas 8000 c 502 module. The sample initially resulted in a bun value of 35 mg/dl. The value did not match the patient's history. The sample was repeated on a second analyzer, resulting in a bun value of 131 mg/dl. The repeat value was deemed correct.